Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose at the time of incident was 410 mg/dl. The customer was treated with the insulin pump. The customer reported the symptoms related to their high blood glucose was nausea and off balance. Troubleshooting was done for high blood glucose and under delivery. The customer reports they have contacted their health care provider regarding the high blood glucose. The customer stated it was the steroid shot that caused the high blood glucose. The insulin pump will not be returned for analysis.